Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact on the customer's blood glucose level. The customer continued to use the same cartridge without reloading, and technical support advised the caller to reach out for further troubleshooting if the issue reoccurred.